Event description:
Upon arrival at the ICU from or, the ventilator was turned on and the settings were set. Patient was on the ventilator for approximately 15 seconds before the respiratory therapist heard a loud pressure release. The screen went black and the ventilator read "gui inop." Ventilator was removed, and the patient had to be manually ventilated. Per biomedical engineer's evaluation, it was determined that the pcb, which controls the display, was bad.